Event description:
Pt had knee surgery and a breg epain care pain pump was used by doctor after surgery. Pt reports that she now has glenohumeral chondrolysis. Breg was served legal papers on (B) (4) 2009. Product ID was initially established incorrectly based upon the claim. This MDR will reflect the correct product type based upon most recent update from counsel. The exact date is not known.